Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, power supply, and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication error and the system would not reboot. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.